Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Part of the implant housing extruded.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient underwent a skin flap revision surgery due to a re-occurring extrusion of the device through the skin. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the extrusion. Reportedly the recipient is doing fine. The device remains implanted and in use. This is a final report.

Event description:
Part of the implant housing extruded.